Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clear plastic ring on the top of the insulin pump was loose and a chip was broken off and was missing. The customer¿s blood glucose level was 119 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, broken reservoir tube lip and minor scratched lcd window.